Event description:
Surgical procedure- extraction (l) cataract with intra ocular lens implant (l) eye. As m.d. Was implanting the folded lens into the (l) eye the lens split in half. M.d. Removed it from the eye. Pt tolerated procedure well.